Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open cassette without the date of the cassette's opening written. Analysis and results: there are no previous complaints of the same code-batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Received one open and used cassette without the date of the cassette's opening written. Safil biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of safil was proved. Tested the knot pull tensile strength of the thread of the cassette received and the results fulfill the OEM requirements. Degradation test results conducted on the thread of the cassette received fulfill the OEM requirements. In the degradation test, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 3.26 kgf in average and 3.21 kgf in minimum. Also tested the knot security control of the thread of the cassette received and the results are into the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Remarks: date of cassette's opening should be written as it is indicated on cassette label. Furthermore, on the cassette label you have the following indication: once opened, the content of the cassette should be used within 6 months and prior to expiration date. Final conclusion: although the results of the sample received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the thread broke 1-20 days after surgery.